Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017875-2020-17099. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited a loss of capture and the right ventricular lead exhibited intermittent loss of capture and high capture thresholds. A chest x-ray revealed that the leads had dislocated. The leads were explanted and replaced. The patient was stable.

Event description:
Related manufacturer reference number: 2017875-2020-21597. New information received notes that the patient previously presented for a pocket revision with complaints of discomfort at the pacemaker pocket. The pocket was revised.